Manufacturer narrative:
Investigation - the product was received dry in a plastic bag - it had not been implanted. Visual inspection - there was bent guide wire and bloodstains on the catheter. We also noted that the switch was no longer in the preset position (5 cm). Result - the defect is confirmed. However, based on analysis of production and quality records, the product had left christoph miethke in perfect condition.

Event description:
It was reported that there was an issue with the shunt system. The the wire/mandrin was noted to be bent prior to the surgery. Additional information was not provided.